Event description:
It was reported that the patient's leadless pacemaker exhibited low pacing impedance and high capture threshold. As a result, the patient experienced dizziness and a cerebral ischemic episode. A micro-dislodgement from improper helix attachment was suspected. The device was successfully retrieved and replaced. There were no patient complications during and post-procedure.